Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to verify the customers reported issue during testing and evaluation. During an initial bench test of the ltv sprintpack power manager, the sprintpack power manager would not power up the golden test ventilator from the external power connector. The sprintpack power manager failed the battery charging test, but would still power up normally from the batteries. Visual inspection did not reveal any anomalies with the seal. However, further internal investigation found the micro power board of the input pcba had over heated and burned.

Event description:
It was reported to vyaire medical that the batteries were not charging. During an investigation of the unit, it was discovered that the unit over heated and a component was burnt.